Event description:
Healthcare provider reported right side "implant rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified a sharp-edged opening on the posterior side of the implant. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp-edged opening on posterior (patch/shell bond edge) was assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported "implant rupture". Device has been explanted. This relates to the right side.